Manufacturer narrative:
Batch review performed on 16 march 2021: lot 180246: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 2023-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta r&d department: two years and 5 months after primary cemented tka the tibial component became loose and needed replacement. From the radiograph received, it seems that the interdigitation of cement in the tibial bone did not achieve strong fixation. We cannot determine the causes of this condition, but we see no reason to think that the prosthetic implant was defective.

Event description:
Revision surgery performed successfully 2 years and 5 months after primary due to tibial tray loosening. The surgery was completed successfully.